Manufacturer narrative:
A ge service representative performed an onsite investigation. The sata cable assembly was evaluated and replaced. The vcsi upgrade kit was installed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the cine function was not operating properly. There is no reported of death or serious injury associated with the complaint.